Event description:
Per bst "cust was told to backtrack to step 10 due to 1 tooth having airgaps. That same tooth she has been having issues when she puts on her step 11 and after a few hours her tooth starts lowering and it starts sticking out. As well with that 1 tooth she feels like it is loose compared to her other teeth" via call on (B)(6) 2024 in case (B)(4).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.